Event description:
Caller reported that the cartridge was not fitting properly on the pump. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Customer followed instructions to remove an o-ring from the pneumatic tap and clean the area, successfully reloading the cartridge and resuming insulin therapy.